Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information of rep dreamstation auto bipap device, alleging nose irritation, dizziness, headache, cancer. No medical intervention was specified by the patient. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.